Manufacturer narrative:
Findings: no external ram crc error alarm noted. Pump passed the self-test. An unexpected restart alarm and erased memory anomaly after battery change due to c13 on ib voltage leak (cooper).pump received with normal operating currents. No unexpected low battery alarm noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. The customer checked alarm history and found that she received external ram crc error alarm and unexpected restart alarm, 3 occurrences since today. The customer stated that the alarm recurring during normal use. The customer was advised that the pump will need to be replaced. The customer was advised to monitor pump and that patient may continue to wear the device until replacement arrives.